Event description:
Customer reportedly obtained results of 256 mg/dl on advantage system 1 and 91 mg/dl on advantage system 2 within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system, and replacement was sent.

Manufacturer narrative:
This medwatch is for suspect device in advantage system 1. (B)(4)